Event description:
It was reported that the atrial lead thresholds were high and that there was diaphragmatic stimulation with high outputs. The device was reprogrammed to ventricular settings. The device remains in use and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.